Manufacturer narrative:
(B)(4). In response to this issue, an evaluation was conducted which consisted of a review of the complaint text, instrument service history, returned system logs and a review of labeling. Although there were numerous level sense errors in the message history log, the review was not able to identify the cause for the issue. Due to the numerous level sense errors, a field service representative (fsr) was dispatched to inspect all cables, connectors, tubings and boards. The fsr replaced several parts, including the stat and sample probe. No adverse trends were identified for the architect i2000sr analyzer related to this issue. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. Based upon the investigation, it has been determined that the architect i2000sr analyzer, list number 3m74-02, serial number (B)(4) is performing as intended. No product deficiency was identified.

Event description:
The customer stated a false reactive cmv igg occurred with one patient sample on the architect i2000sr analyzer. The initial cmv igg result of 84.2 au/ml was generated without any error codes. The sample was repeated twice, generating cmv igg results of 0.3 and 0.2 au/ml. The customer further stated the architect analyzer had generated error code 3350 unable to process test, aspiration error, every morning since august. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.